Event description:
It was reported that the customer was hospitalized for hyperglycemia while wearing the infusion set. On the day of the event, the customer reported that she received an occlusion error on her device, and that she accepted the message without changing her infusion set. The caller reported that she received a blood glucose result of 350 mg/dl, experienced vomiting, and went to the hospital. Upon arrival at the hospital the customer was removed from her infusion device, and was placed on the hospitals infusion device. The customer's blood glucose levels decreased, and the hospital connected her back to her infusion device. Once connected to her device, blood glucose levels began to increase. The hospital changed the accessories of the pump and the doctor set a temporary basal rate of 150%. The customer was discharged from the hospital on (B)(6) 2022 and blood glucose has remained below 140 mg/dl. The customer alleged that the hyperglycemia was caused by the occlusion and a new corticosteroid medication.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.